Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and noted that the computer would not power up. Fse removed the cover and did not see any burn marks or evidence of overheating. Fse replaced the computer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating they heard a popping sounds and then smelled and saw smoke coming from the coulter act 5 diff autoloader (al). Per customer, after the event the unit turned on but there was no display. There was no report of flames, arcing or shock. A fire extinguisher was not used and the fire department was not called. The customer unplugged the unit and called the bec hotline for assistance. No injury occurred and medical attention was not sought.